Event description:
Caller states that she tested 1.3 inr on the coaguchek s system and 1.98 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke at 70,000 joules. Also, it was reported that this was not caused by misuse. The device was not returned for evaluation.